Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the returned lead was cut at 11.5cm from pins. Analysis found multiple internal abrasions between 9.3cm to 16cm in distal portion of lead, and conductor shorts which could cause capture anomaly.

Event description:
It was reported that the lead was explanted and replaced due to capture anomaly.